Manufacturer narrative:
Additional information provided indicated a tavr had been performed and the valve had been positioned 40:60 aortic/ventricular, however, landed 25:75 a/v. The valve was not post dilated but demonstrated pvl. The second valve was positioned and deployed in a 50:50 position with the first valve. A repeat echo showed no pvl. The native annular diameter measured 20 by tee and had an area of 357mm² by CT. There was severe native annular calcification. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good. Per the instructions for use, valve malposition and pvl are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, per report, physician handling and ventricular placement of the valve prior to deployment resulted in the malposition of the valve. The subsequent pvl was a result of the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The patient received two 9300tfx23 valves and not two 9600tfx23 valves as previously reported.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transapical tavr procedure the 26mm sapien 3 was deployed in a too ventricular position, resulting in grade 2 paravalvular leak (pvl). There was no risk of embolization of the valve into ventricle. The decision was made to deploy a second valve in order to address the pvl. A new 26mm sapien 3 valve was implanted within the first valve with good results. ¿the patient outcome was good.¿ it is perceived that the malposition was caused by the operator¿s initial low placement of the valve.